Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the reducer got damaged and the metal ring fell into the patient's abdomen. The procedure was completed. Intuitive surgical, inc. (Isi) obtained the following information based on follow-up: when the instrument was removed, a fragment fell inside the patient. The instrument was in use for 2.5 hours. All fragments were retrieved and confirmed by a diagnostic laparoscopy. A laparoscopic instrument was used to remove the fragment. No post-operative tests were conducted. The patient has not returned to the hospital due to post-surgical complications. The instrument was inspected prior to use with no damage observed. The surgeon did not notice issues with the functionality of the instrument. The instrument did not collide with any instruments or hard material. The surgical staff felt no resistance upon removing the instrument. Upon final removal of the instrument, the wrist was straightened, the staff noticed no damage to the cannula, and there was no further damage to the instrument.